Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient was not able to charge the implantable neurostimulator (ins) up to full. Normally the patient would take one hour to go from 50% to full, but now she would take two hours and the most she could get to was 75% and could not get to full. The issues had been going on for two weeks, but the last week it had been really bad. The consumer noted that the patient saw her managing healthcare provider (hcp) at an appointment about two weeks prior to (B)(6) 2016 and everything with the device was fine when there. The hcp told the patient it would take an hour a day to charge. There were no associated symptoms. The patient¿s indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.